Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. Troubleshooting action: advised customer to replace the liquid crystal display (lcd)and advised due to the vintage to replace the whole graphic user interface (gui). Customer replaced the lcd and gui have been replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the screen is dim and the unit is adjusted to full brightness. There was no patient involvement.